Manufacturer narrative:
Product complaint #: (B)(4). Batch number: p57z1v. Investigation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with two ecr60b cartridge reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. The device opened and closed without any difficulties noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: the event description states that the device did not return "automatically", but the reported device is an ec60, which does not have an automatic return feature. To confirm, was the device an ec60? Or, was it a powered device with an automatic return? If so, what are the product code and lot number? It means, after 3 stroke firing (the last 1/3 firing and blade return back ), the blade could not return back.

Event description:
It was reported that during the endoscopic-assisted radical gastrectomy for distal gastric cancer, could not fire farther after with a half. Changed another ecr60b, after fired, could not return blade automatically, used knife reverse button many times, then returned the blade. There were no adverse consequences to the patient. No additional information could be provided.